Event description:
A high pacing lead impedance was detected on this rv lead on (B)(6) 2012. Lead was implanted on (B)(6) 2006. A follow-up call was received on (B)(6) 2012. Caller reported that patient is at the ER for impedance greater than 2000 ohms, apparent fracture. Patient to be admitted. Physician is dr. (B)(6) at (B)(6) medical center. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).